Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shocks due to external electromagnetic interference (emi). Noise and non-physiologic/sensing integrity counter (sic) was observed on the right ventricular (rv) lead due to the external emi, and a lead integrity alert (lia) was triggered. The shocks occurred while the patient was swimming and it was suspected that there was an uninsulated wire in the water. The patient was hospitalized and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.